Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Non-us event; occurred in canada. Consumer reported via email that upon removal of a tampon, the pledget fell apart. She received medical attention to remove the remaining pledget pieces from her vaginal cavity. She did not report any serious adverse health effects.